Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was not able to be fixated. The physician elected to downgrade to a two chamber pacemaker instead. The patient condition was stable.